Event description:
It was reported that an intraocular lens was explanted and a new lens with a different diopter power implanted. The report indicated that an incorrect diopter calculation had been made. No patient complications were reported.

Manufacturer narrative:
Intraocular lens from patient's left eye was explanted. The intraocular lens (iol) was returned to the manufacturer. The lens was cut in half. Visual inspection: the returned sample was inspected at 10x microscope magnification. Lens has surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No manufacturing related issue was identified. Diopter measurement: the lens was cleaned to remove surfaces residue. Optical inspection results showed that the lens corresponded to a 13.5 d. Conclusions: diopter issues were not verified in the sample returned. No product deficiency was identified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.